Event description:
It was reported that "loose optical part". No negative impact in state of health reported. The preliminary investigation reveals "image is blurred".

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, "loose optical part", could be confirmed. A technical inspection of the optics revealed a blurred image. The exact cause cannot be determined. One possible cause of this could be mechanical stress, such as an impact or the optical system falling, which can damage optical components and thus adversely affect image quality. The event is filed under internal karl storz complaint ID: (B)(4).